Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event is most likely describing a break at the proximal end of the capsule. When the capsule breaks, the force from the handle may no longer be transmitted to the capsule leading to the unable to deploy event reported in the event description. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is experienced when the valve is loaded incorrectly. Without the procedural images for review and the device for analysis, it cannot be independently determined if the valve was correctly loaded onto the dcs. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty crossing the valve. The delivery catheter system (dcs) met resistance and was pushed with more force. After crossing the valve, the capsule of the dcs would not open. Once removed from the patient, it was noted there was a break between the capsule and the catheter. Another valve was loaded onto a different dcs and successfully implanted with no adverse patient effects reported.